Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follow: date (B)(6) 2012, lab 3.1, inratio 1.6. Finger-stick was not performed; venous sample was used to test on the inratio meter. Pt's therapeutic range: 2.0 - 2.5.